Event description:
The customer reported to olympus the evis exera iii colonovideoscope, had fluid invasion with no leakage. Upon inspection of the customer¿s returned device it was observed, the image guide (ig) snake pipe coating was peeling. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned and evaluated, and in addition to the reportable malfunction mentioned in b5, it was observed: (a.) Due to a pinhole on connecting tube, water tightness is lost, (b.) Adhesive on bending section cover has a chip, (c.) The connecting tube has a wrinkle, (d.) There was deterioration or discoloration due to chemical stress during cleaning, disinfection and sterilization, (e.) The control unit is sticky due to water leakage, (f.) Due to wear of angle wire, bending the angle in the up direction, it does not meet the standard value, (g.) Due to damage on charged couple device unit, a noise image occurs, (h.) The connecting tube has a buckling, (I.) And the connecting tube has a dent. A review of the DHR of the subject device has been concluded and confirmed that the device was shipped in accordance with specifications. Based on the results of the device investigation, the defective event was presumably caused by stress of repeated use, external factors, or handling. However, the root cause of the subject event was unable to be specified. Olympus will continue to monitor the field performance of this device.